Event description:
Boston scientific received information that a left ventricular (lv) lead dislodgement is suspected due to a high pacing threshold. A revision procedure is scheduled for a later date. No adverse patient effects were reported.

Manufacturer narrative:
It was indicated the lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Information was later received that this lead was subsequently explanted. No adverse patient effects were reported as a result of the procedure.